Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it got wet and the keypad buttons are not responsive. Customer's blood glucose was 380 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.